Manufacturer narrative:
A photograph was provided by the facility. The photograph shows the dilator tube inside the sheath and the dilator hub separate from the tube. The introducer dilator and sheath were returned with the dilator tubing inside the sheath with dried blood on the components. The hub of the dilator was found broken off from the dilator tubing. The returned dilator was measured and found to be within specification. The sheath was observed to be intact with no defects. No other visual defects were identified. The evaluation confirms the reported problem. The root cause of the issue at this time is impossible to define. Reference complaint #(B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) insertion process, the physician placed a 6 fr sheath initially using precision system under ultrasound (us). They then placed a 0.035 guidewire to the aortic valve for support and exchanged for the iab sheath which went in without difficulty. When the physician went to remove the dilator with the same amount of force they normally used, the plastic hub came completely unattached from the rest of the dilator. There was no movement of the dilator system prior to this disassembling itself, nor did they use excessive force, pull for a longer period of time, or notice abnormal resistance. They were able to wire and remove everything as a complete unit and exchanged for another iab sheath, which had no issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: dr. (B)(6). Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation - rt(r), vi, rcis, ceps/ special procedures technologist / inventory coordinator. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) insertion process, the dilator came apart. There was no patient harm or adverse event reported.